Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that 2.25x15mm xience alpine stent dislodged during manipulation prior to use. The device was not used. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.